Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient required epinephrine to alleviate the reported symptoms and the invisalign product was being used.

Event description:
The patient reported symptoms of throat closing, swollen tongue, and tingling sensation. The patient reported visiting the ER due to the reported symptoms. The patient reported being prescribed epinephrine to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2021 and the patient is currently getting better. The treating doctor shared the potential root cause could have been an allergic reaction.